Event description:
Pt underwent surgery in 2003 for implantation of a bak cage and a one level, bilateral st360 construct at l5-s1. Surgeon implanted the 9x20mm bak cage by way of the polar technique. Surgeon continued and implanted four st360 pedicle screws (part# 07.00319.035) at l5 and s1. Guide pins were attached to the pedicle screws and four small connectors and two rods were guided down onto the pedicle screws. Four nuts were applied, and provisonally tightened, to anchor the connectors to the pedicle screws, by using an st360 nut starter. The surgeon needed to loosen/remove the nut on the left side, at l5, in order to make an adjustment. The surgeon discovered that the nut would not unthread or back off of the threaded toggle on the top of the pedicle screw. Attempts to further tighten or loosen the nut did not prove successful and therefore the nut, screw and connector were removed. The removal process and replacement of the pedicle screw, nut and connector added two hours to the procedure.